Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test. One of two sensors failed for high readings, one remaining sensor passed per specifications with accurate readings.

Event description:
It was reported that customer experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 52 and blood glucose was 297 mg/dl. After troubleshooting, caller was advised to change the sensor. Caller was also advised that due to customer's age, the use of sensor and insulin pump type was being used off label. No further information provided.